Event description:
The pt involved was a (B)(6). It was reported that in the oit, the md was unable to advance the swg passed 6 cm in the pt's right subclavian vein, and as a result, the md removed the swg. During removal, the swg appeared "separated". Per x-ray, the swg was carefully removed form the pt in its entirety without the need for surgical intervention. A new swg was then inserted in the pt's left subclavian without issue. There was no reported delay, death, or complications to the pt as a result of this occurence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.